Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bartholin cyst marsupialization due to mixed urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh revision in 2010 and mesh removal in 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2011 due to bladder calculus and foreign body in the bladder. It was reported that the patient underwent interstim on (B)(6) 2014 and (B)(6) 2014 due to urge incontinence and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, urinary frequency, and urinary tract infection. It was reported that patient underwent cystoscopy with holmium laser ablation and removal of foreign body on (B)(6) 2010 by dr. (B)(6) due to foreign body in bladder at (B)(6).

Event description:
It was reported that following insertion the patient experienced urgency, urinary frequency, urgency, and urinary tract infection. It was reported that patient underwent cystoscopy with holmium laser ablation and removal of foreign body on (B)(6) 2010 by dr. (B)(6) due to foreign body in bladder at (B)(6).